Event description:
A customer in the u.s. Reported an rt12 rotor breakage on their statspin vt centrifuge during centrifugation. The customer stated that all broken rotor parts were contained within the centrifuge. The customer stated there were no sample leaks. There were no injuries associated w/this event.

Manufacturer narrative:
The customer discarded the rotor and has a new rotor in use now. The customer is now using a new rotor and the centrifuge is operational. The customer did not know the rotor age or serial number. There are no parts to return, the failed rotor was discarded by the customer. No further investigation may be carried out. (B)(4).